Event description:
It was reported by the patient's caregiver that the patient initially had visited a healthcare provider due to febrile infection and had high blood glucose (bg) and ketones on (B)(6) 2026. The patient tried to make several bolus corrections but it did not help so they changed out their pod. With the new pod, the patient's bg was better for a few hours but their ketones were high at 3 mmol/l. The patient's caregiver and the patient went to the emergency room at (B)(6) with diabetic ketoacidosis (dka) on that same day. The patient's blood glucose levels reached 349 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include the patient vomiting, having a high fever and feeling weak and sick. The patient's bg was measured and did a urine test but no treatment was done at the emergency room. The pod was not removed and the patient decided to go back and stay at home, seeing a decrease in their bg level.

Manufacturer narrative:
Cloud data for the user for the period of (B)(6) 2026- (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on estimated glucose values and user inputs. While in manual mode, the system correctly delivered the user's manual basal program. The cloud data showed evidence that all bolus records captured in the cloud came from boluses that were actively and successfully delivered, as the total pulses delivered count tracked by the pod correctly incremented based on the total bolus volume of each bolus after delivery of each bolus. No evidence of issues with insulin delivery or of any other issues with the system was observed in the available cloud data. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.